Manufacturer narrative:
A ge healthcare technical support performed a checkout of the system and confirmed the reported issue and recommended reseat of cables to resolve the issue. No patient information provided to date after calls to customer 01/06/23 and 01/24/23. Unique identifier: (B)(4). Legal manufacturer: hcs madison -(B)(4).

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient injury.